Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. The battery cap threads were damaged. A power loss was not observed. The battery compartment was crack observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Evidence of short battery life observed in black box. The current draws were within specifications. A leak test shows leak at battery compartment crack. Removed pump case, no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.